Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, the reported device damaged by another device (dislodged) and slda appear to be related to procedural conditions, and due to the second clip interacting with this first implanted clip, causing slda of this implanted clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduce tr, an additional clip was inserted into the tricuspid valve. However, during placement of the second clip, it was observed that the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that there was contact with the implanted clip. To stabilize the slda, the additional clip was repositioned next to the slda clip, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.